Event description:
According to the reporter, during a procedure, the knife blade could not return inside. The movement of the knife lever returning to its initial position became not smooth and the operability became bad from the middle of the surgery. Therefore, it was replaced with another new ligasure device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.